Event description:
The body of the bolt cutter was broken off during cutting of the shantz screw. The surgeon was unable to turn the bolt cutter to cut the shantz screw. The surgeon felt he used the device according to the technique manual. This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a review of the device history records was performed and no complaint related issues were found. The review of the manufacturing documents revealed that the present instrument was manufactured in february 2003 and that it conforms to the specifications. The visual inspection as part of the investigation has shown that the bottom of the cutting head is broken off. The investigation was not able to determine the exact reason of this damage. It is very important that the schanz screw is positioned correctly before cutting and that very fast cutting-procedures may lead to a short time overloading resulting in the breakage of the bottom of cutting head. In addition, this instrument is subjected to common wear and tear. As soon as the cutting procedure gets harder, it may be indicated that the device should be replaced. The bolt cutting head was manufactured according to the specifications. Additional common device codes: htz fzt.